Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient line clamp was closed during setup. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to open the clamp on the patient line to ensure proper priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The caregiver (cg) contacted baxter's technical service center needing assistance to re-prime during set up on the homechoice and the home patient was connected. The cg stated that the patient line clamp was clamped and the cg had already connected the hp. The technical service representative explained the proper procedures and advised the cg to start over with new supplies. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.